Event description:
Pt receiving high-dose etopside for lymphoma and,potentially, caused polyurethane central venous catheter to split with leakage of chemotherapy. Triple-lumen cath with 1 of 3 ports compromised by a "slit" in the port through which the etopside was running. Etopside was undiluted (20 mg/ml) for bmt pt- 5200mg/260cc to infuse over 4 hours. Pt became hypotensive w/bp 90/42 which responded to fluids. Etopside known to cause cracking of rigid plastics (e.g. Abs types per insert). Chemotherapy started 2/14/98 approx. 0900 & when rn went to discontinue chemotherapy and hydration line found oily solution over upper chest & neck. Cleaned appropriately.